Event description:
Dexcom g6 cgm sensors have been faulty for almost a year. They always read too low. New sensor dropped from 129 to 41 in a few moments. Tested with my glucometer said 112. These accuracy issues have been going on since (B)(6) 2021. I have gotten several "bad sensors" replaced with the same issues. Called dexcom and they said they were aware of the issues but had no answers. They are coming out with a new dexcom g7 soon and I only can imagine that they are fully aware of the issues but don't care. At least that what the 13 deaths and 500,000 FDA complaints say to me. A 41 was the reading from the dexcom g6 sensor. The actual glucose reading I got from my one touch hand help glucometer was 108 and 112 taken two minutes apart. FDA safety report ID # (B)(4).